Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair and acl reconstruction procedure, after the t2 of first fast-fix deployed successful, t2 came off the meniscus when tying knot. Both ts came off naturally. The procedure was completed with a competitor device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. Insufficient information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed three devices were returned in the same packaging. The zip lock bag the devices were returned in has lot numbers marked, but no identification as to which device belongs to which lot number. Device one was received with the t1 anchor detached from the needle and the t2 anchor pushed forward to the distal tip. The deployment knob and actuator tip are in the t2 pre-deployment position. The depth gauge is in the maximum position. No physical damage visible to the device. Device two was returned with the anchors detached from the needle. The suture has been completely tightened down. The actuator and deployment knob are in the t2 post deployment position. No physical damage visible to the device. Device three was returned with the anchors detached from the needle. The suture has been partially tightened down. The actuator and deployment knob are in the t2 post deployment position. No physical damage visible to the device. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an application of excessive force during the knot tightening or deploying the second implant before reaching the backside of the meniscus. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. New information received stated that no serious injury happened, nor unexpected medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.